Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings: a review of the black box showed evidence of call service 088 alarms. A 24 hour duration test was successfully completed with no call service alarms being duplicated. There was evidence of internal moisture observed on the printed circuit board and internal components. The complaint was confirmed in the pump history but not duplicated during testing. Unrelated to the initial allegation, the display screen had a pinkish contrast. The battery compartment was cracked above the bumper pad. The audio bolus button cover was torn but the button was fully responding to user presses.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was a call service 088 alarm. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.